Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a lung resection (vats).they were stapling on a vessel with a white reload and the next staple did not hold and begin to bleed a tremendous amount, but quantity is unknown. There was not a transfusion or blood products required. The surgeon sutured to stop bleeding and completed the case. This staple was located at the tip of the cartridge not the "crotch" end. There was no adverse consequence to the patient.